Event description:
Reported by the complainant as follows... Gentlecath 501015 unit of 150. The 180 medical reports patient called and reports had a little trouble with the coude catheters. He had a little bit of blood. Additional information provided by (B)(6) on (B)(6) 2013, dob: (B)(6). No allergies. Medication: baby aspirin. (B)(6). Reports not being able to fully empty bladder as reason his doctor recommended intermittent catheterization. He reports 2 years ago he noted blood clots from urethral opening when he would urinate and again in (B)(6) 2012 he went back to his urologist due to the same type of blood clots. (B)(6) reports still unknown cause of clots from urethra. (B)(6) reports when used one of the coude gentle cath he was able to empty bladder fully but upon removal noted blood in catheter and on top and reports a trickle of blood from urethra onto his penis. Reports it stopped immediately without pressure or any intervention. No medical attention needed and is doing well. Reports he also used a straight tip catheter of another brand (unknown) and noted the same bleeding upon removal during same week. Unable recall if used before or after coude tip. He has routine follow up with his urologist.

Manufacturer narrative:
The adverse event 'bleeding per urethra after catheterization' is deemed serious as it may require a surgical or medical intervention to preclude a more serious consequence for the patient. From a clinical perspective, a causal relationship between the catheter and the event is deemed possible because product use is temporally associated with the part of the body where the problem occurred. The samples are not available for investigation and therefore the investigation was conducted based on the history records and valid documentation. Due to the lot number could not be obtained we have decided to check all tiemann gentle catheters lots for ref code (B)(4) are 452906, 452907, 452908, 459684; for ref code (B)(4) are 452909, 452910, 452911, 459690; for ref code 501013 are 452912, 452913, 45914, 459682; for ref code (B)(4) are 452921, 452922, 452923, 459683; for ref code (B)(4) are 452915, 452916, 452917, 459691; for ref code (B)(4) are 452918, 452919, 452920, 453129. The investigation of history batch records was performed and no nonconformity was recorded during the manufacturing process. All relevant tests required during manufacturing process and final product releases were performed and met requirements. Reported to the FDA on (B)(4) 2013.